Manufacturer narrative:
Unit passed displacement, active current measurement tests; it failed sleep current measurement and self tests. The unit would give off an unexpected pump error 25 alarm from time to time. After visual inspection of the unit's interior, the j6 connector pried loose when trying to disconnect/reconnect the internal battery to the board during the pump error 25 test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump multiple power detected errors and it was happen every 4 hour. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.